Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced chronic pain, recurrence, mesh removal, abscesses, adhesions and strangulated bowel. After the original procedure additional surgeries were performed, including removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced defective mesh, chronic pain, recurrence, abscesses, adhesions, strangulated bowel, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative treatment included removal surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced defective mesh, chronic pain, recurrence, abscesses, adhesions, strangulated bowel, mental pain, disability, impairment, loss of enjoyment of life, infection, fibrotic reaction, bowel complications. Post-operative treatment included removal surgery, primary care, surgical intervention.

Manufacturer narrative:
H6 (patient codes, device codes, ime e2402: fibroadipose tissue, labs abnormal for crp; wbc; hemoglobin; hematocrit; albumin; bun; creatinine, mass, partial loss of abdominal domain, leukocytosis, subcutaneous cavity was almost completely obliterated, hypokalemia). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a incisional hernia. It was reported that after a procedure where this device was implanted, the patient experienced defective mesh, chronic pain, recurrence, abscesses, adhesions, strangulated bowel, mental pain, disability, impairment, loss of enjoyment of life, infection, fibrotic reaction, bowel complications, scarring, seroma, diastases, labs abnormal for crp; wbc; hemoglobin; hematocrit; sodium; albumin; bun; creatinine; glucose, drainage, staph/mrsa, fibroadipose tissue, inflammation, fluid collection, bulge, mesh pushed through into defect, mesh not adherent, open wound, nausea, erythema, abdominal mass, swelling, tenderness, partial loss of abdominal domain, bleeding, yellow/bloody drainage, fatigue, chills, depression, cellulitis, abdominal pain, sepsis/bacteremia, leukocytosis, pus, fever, acute kidney injury, decreased blood pressure, chronic acute anemia, chronic disease, anxiety, weakness, subcutaneous cavity was almost completely obliterated, hypokalemia. Post-operative treatment included removal surgery, primary care, surgical intervention, hernia repair with mesh, CT scan, mesh incised/cut, bleeding cauterized, pain medication, abdominal binder, jp drain, antibiotics, wound care, multiple hospitalizations, CT guided drainage of anterior abdominal wall collections, PICC line placement, exploratory laparotomy, drainage of abdominal abscess, mesh removal, infected cavity excised, rehab facility, wound vac, IV antibiotics, IV fluids, blood transfusion, pca, pt, ot, CT guided drainage of abscess.

Manufacturer narrative:
Additional info: b5, d4 (expiration date, lot #, unique identifier (UDI) #), g1, g3 (PMA / 510(k) #), h4, <(>&<)> h6 (patient codes) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced defective mesh, chronic pain, recurrence, abscesses, adhesions, strangulated bowel, mental pain, disability, impairment, loss of enjoyment of life, infection, fibrotic reaction, <(>&<)> bowel complications. Post-operative treatment included removal surgery <(>&<)> surgical intervention.